Event description:
Event description guidant received information that a device memory disk is enroute for analysis in response to a recent safety communication that was issued on may 12, 2006 for this device model. Technical services suspects that this device is depleting prematurely. Subsequently, guidant received information that the device was explanted and replaced without incident. The pace/sense portion of the defibrillation lead was surgically capped and replaced. Insulation damage near the terminal pin was reported.